Event description:
A cartridge alarm was reported by the customer, which occurred during both the load process and normal pumping. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Customer support arranged for a replacement pump and cartridges, and the customer was instructed to return the malfunctioning pump using a pre-paid label. The customer was also advised on the procedure to follow upon receiving the replacement and acknowledged all instructions.